Manufacturer narrative:
The customer discarded the product.

Event description:
It was reported by the user facility that the mixer did not push the cement into the tube and could not fill the verteport. There was a 30 minute delay and additional anesthesia was required but no affect to the patient. The procedure was completed successfully with no medical intervention, and no adverse consequences reported.